Event description:
It was reported that the metal end of the fiber became loose. The fiber was removed from the patient along with the loose tip. A procedure was completed with a second fiber without patient complications. The fiber was returned and analysis found the glass cap and metal caps were detached and the glass cap had a circumferential fracture on the distal side.

Manufacturer narrative:
Information was received stating that this event was the same event as manufacturer report number 2937094-2019-61009; therefore, duplicate. However, after thorough review of the event under this report, it is indicated that the fiber metal end came loose. There is no mentioning of break. After thorough review of this information, this event is no longer considered duplicate of manufacturer report number 2937094-2019-61009. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device identified that the distal part of the glass cap and metal cap were detached and returned. The glass cap exhibited a circumferential fracture on the proximal side of fiber/cap fusion zone. Due to the observed circumferential fracture at distal side, the potential for forward firing may exist. The fiber proximal to fracture can rotate independently of out flow tubing. The glass cap exhibited severe devitrification at output window and the metal cap exhibited mild detritus adhesion on surface. The outer flow tubing open end exhibited minor scratch marks. The fiber was tested with hene laser fixture, aim beam was present at fiber output window. There were no signs of breakage along length of fiber. The connector cone, segments, and tabs appeared in good condition and secured. The control knob was attached and aligned with fiber and could rotate the fiber. An evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted glass cap circumferential fracture and metal cap detachment. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the metal end of the fiber came loose at 261,785 joules and 19:05 minutes of use. The fiber was removed from the patient along with the loose tip and a new fiber was opened to finish the case. There was no reported clinical consequence to the patient.

Manufacturer narrative:
B5. Correction to event description information was received stating that this event was the same event as manufacturer report number 2937094-2019-61009; therefore, duplicate. However, after thorough review of the event under this report, it is indicated that the fiber metal end came loose. There is no mentioning of break. After thorough review of this information, this event is no longer considered duplicate of manufacturer report number 2937094-2019-61009. There was no reported permanent impairment or damage to the patient and no medical or surgical intervention was required due to the loose metal cap. There was no information to reasonably suggest that loose metal cap could potentially cause or contribute to a death or serious injury if the malfunction were to reoccur. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a laser trans urethral resection prostate (turp) procedure the metal end of the laser fiber came loose. The laser fiber was removed from the patient along with the loose tip. A new fiber was opened to finish off the case. There was no reported clinical consequence to the patient.

Manufacturer narrative:
Additional information was received stating that this event had previously been reported to the manufacturer. This report is a duplicate of manufacturer report number 2937094-2019-61009. Any further information received will be provided under this original report (2937094-2019-61009).

Event description:
It was reported that during a laser trans urethral resection prostate (turp) procedure the metal end of the laser fiber came loose. The laser fiber was removed from the patient along with the loose tip. A new fiber was opened to finish off the case. There was no reported clinical consequence to the patient.